Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l is rec'd, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report rec'd from the USA stating that the "irrigation tubing leaks when used with console's irrigation pump." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.